Event description:
It was reported that during an unknown procedure that when firing the device, always an additional clip fell out of the device and had to be closed manually. One of the 6 devices was discarded. There was no pateint consequence.

Manufacturer narrative:
Instrument c, d, e: batch # d9dz4k, exp date: 6/27/2012; mfg date: 7/27/2007.eval summary: the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The er420 instrument (c) was returned sterile and in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The er420 instrument (d) was returned sterile and in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. The er420 instrument (e) was returned sterile and in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.